Manufacturer narrative:
The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected and the patient is getting therapy from their device. The discomfort experienced by the patient was related to the patient not having enough body fat at the incision site on the lower back.

Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. Following a successful trial, the patient had a permanent implant procedure performed on (B)(6) 2019, in which one (1) stimq peripheral nerve stimulator (pn stq4-rcv-a0, sn (B)(4)) implanted at the left s1 of the dorsal root ganglion (drg) and one (1) stimq peripheral nerve stimulator (pn stq4-spr-b0, sn (B)(4)) implanted at the left l2 of the drg. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained constant contact with the patient following the trial implant. On (B)(6) 2019, complaint-(B)(4) covered an issue with the patient reporting discomfort at the incision site. The implanting clinician evaluated the incision and reported there was no irritation or infection at the implant site. The patient reported they were getting therapy from the device. The clinical specialist reported the patient has a slim physiology and does not have enough fatty tissue surrounding the implanted device. The implanting clinician reprogrammed the device and the patient is getting appropriate therapy from their device. The device remains implanted and no further complications were reported until (B)(6) 2020. On (B)(6) 2020, the patient met with the clinical representative to reported that the incision site discomfort had not ceased since the reprogramming conducted in (B)(6) 2019. The device was delivering therapy to the pain in lower back and leg, however, the discomfort from the incision site influenced the patient's decision to remove the device. The patient stated that she would prefer to move forward with an explant rather than continue to deal with the discomfort at the incision site. Implanting clinician stated that the patient was not a good candidate for a revision due to the lack of body fat at the location of the stimulators (lower back). Explant procedure is scheduled for (B)(6) 2020. Physical discomfort is a known risk of peripheral nerve stimulator and the stimq pns system that is reduced as far as possible in the product's risk management file. The device did not fail to meet performance specifications. The root cause of this skin irritation is due to the incision site not having enough body fat at the incision site on the lower back. Corrective action is not required to remedy the root cause of the complaint. The device did not fail to meet performance or safety specifications. Stimwave has confirmed that the device was working as expected and the patient is getting therapy from their device. Stimwave was in contact with the clinical representative from (B)(6) 2020, onward regarding the complaint and the root cause investigation. Stimwave confirmed that the product did not fail to meet performance and safety specifications. The source of the issue is attributed to patient physiology. Stimwave has informed all parties that the product was not the source issue. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the device may have caused or contributed to injury and surgical intervention is required to preclude potential permanent impairment of a body structure or function.

Event description:
Stimwave quality has investigated the details regarding a complaint of skin irritation reported to stimwave on (B)(6) 2020, by clinical representative.